Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having no power and dead was not confirmed. However, during evaluation, it was observed that the coupling head was malfunctioning, the attachment and gauge were sticking when connected, the trigger was sticking and the contacts on electronic control unit were corroded. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during the sterilization process, it was observed that the small battery drive device was dead and had no power. During in-house engineering evaluation, it was observed that the triggers on the device were sticking, coupling head malfunctioned, attachment and gauge were sticking when connecting, corrosion on contacts of electronic control unit and electric motor was worn. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.